Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting the patient experienced dislocation, instability, pain and it is. Radiology reported recurring dislocations after a fall and bending forwards. The shell was retroverted. Mild synovitis and corrosion on the trunnion was also noted. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined, however it was reported the patient experienced at least one fall, which may have contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 ¿ cocr head ¿ 61074126. 00620206022 ¿ trabecular metal shell ¿ 60592623. 00625006525 ¿ bone screw ¿ 61110831. 00630506040 ¿ xlpe liner ¿ 60866512. 00771301600 ¿ m/l taper stem - 60796234. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00324. 0001822565 - 2020 - 02289. 0001822565 - 2020 - 02290. 0001822565 - 2020 - 02291.

Event description:
It was reported that patient underwent a right hip revision approximately 10 years post implantation due to experiencing multiple dislocations, instability, pain and malpositioning of the shell component. During the procedure, mild synovitis and corrosion of the trunnion was found. All components were removed and replaced.attempts have been made and additional information on the reported event is unavailable at this time.